Event description:
(B)(4). Initial info for this spontaneous case was rec'd from a consumer on (B)(6) 2007: a (B)(6) female pt initiated therapy with injectable poly-l-lactic acid (scupltra). On (B)(6) 2007 to treat fat loss in her face. Lot number, expiration date, medical history and concomitant medications were not provided. The consumer stated that she developed bruising and swelling immediately after her first injection. She massaged the area and notified her physician. Her physician informed her that this was normal. On an unk date she noticed that when she smiles there are now wrinkles at the injection site which is both cheeks close to her mouth. No further relevant info reported.

Manufacturer narrative:
Add'l info for sculptra (lot#/expiration date unk) from product technical complaint report case ID (B)(4) dated (B)(6) 2007, rec'd by (B)(6) on (B)(6) 2007: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.